Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with presyncope. The right ventricular (rv) lead exhibited high thresholds and high undefined impedance. It was noted during replacement of the rv lead, that the set-screw on the implantable pulse generator (ipg) was loose. Both the rv lead and ipg were replaced successfully. No further patient complications have been reported as a result of this event.